Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large bore stopcock was unable to infuse through cardioactive medication and "was in place on a line that was saline locked". The issue was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed to the companion sample received using the naked eye and all components were correctly placed and according to the specification. No visual defect was observed in the unit. The sample was then submitted to pressure testing and clear passage testing and no leak nor blockage was noted in the set and flow was observed. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.